Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery. A guiding catheter was inserted, but the ivus catheter could not cross the lesion. Rotational atherectomy was performed. Using a reverse guide wire technique, a whisper guide wire and a non-abbott catheter were used for pre-dilatation and an unknown bare metal stent was implanted. A high pressure post dilatation was performed with good results. However, the coronary angiogram displayed a contrast material stain in the epicardium, which suggested accidental coronary perforation by the whisper ls wire. The perforation was successfully treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of a perforation, as listed in the hi-torque guide wire instructions for use (IFU) is a known adverse event associated with the use of guide wires. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was captured based on review of an article: a novel guide wire approach for handling acute-angle bifurcations: reversed guide wire technique with adjunctive use of a double-lumen microcathter. Reference case 3 only.